Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that there was no alleged product issue. It was noted that the patient was scheduled for a revision on 2013 (B)(6). It was noted that impedance testing was performed. It was noted that the reporter was unable to get stimulation in the patient¿s right leg as need and all stimulation was on the left. It was noted that the health care professional (hcp) stated that they were unable to move the lead any farther over at the time of the implant. It was noted that the patient was alive with no injury at the time of the report. It was noted that the patient had less than 50% therapy relief and no stimulation on the right leg. It was noted that the lead was currently positioned to the left of the midline. Additional information received reported that during the revision, a second lead was added to cover the right side. It was noted that there were not any diagnostic tests performed to the manufacturer representative knowledge. It was noted that the placement of the original lead was too far to the left and the patient was unable to capture stimulation on the right side. It was noted that after the revision the patient was getting stimulation on the right side.

Manufacturer narrative:
Product ID 39565-65, lot# va0d7zr026, implanted: 2013 (B)(6); product type lead. (B)(4).